Event description:
It was reported to boston scientific corporation on march 18, 2009 that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the placement of the prolieve catheter, the tip buckled and folded back on itself, and would not go into the patient. The case was successfully completed with another prolieve thermodilatation kit. There were no complications, and the patient's condition was reported as fine.

Manufacturer narrative:
The lot number is unknown; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.